Event description:
It was reported that (11) lvp modules experienced keypad separations . There was no report of patient involvement confirmed per customer.

Manufacturer narrative:
Upon visual inspection the service technician noted that lvp membrane frame separation (11) unit received from cad for membrane separation, customer denied estimate repairs, return unit unrepaired. As found 9.33 sw as left ver 9.33. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 12oct2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (11) lvp modules experienced membrane frame separation. There was no report of patient involvement confirmed per customer.